Event description:
A pixel issue on the pump display was reported by the customer, which affected their ability to read the screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.